Event description:
The customer reported that the system would no boot. No patient injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate problem. He booted and re-booted unit numerous times. Could not see any errors in the error log to indicate a particular problem. Possibly the customer is not properly shutting the unit down. System operates as intended.